Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, when flushing the sheath with normal saline before using it was observed that the sheath was allegedly leaking. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 15.0fr peel-apart sheath and vessel dilator was returned for evaluation. In addition to the returned physical sample, one electronic photo and one video were provided for review. Visual, functional and microscopic evaluations were performed. An in-house syringe with dye water was attached to the vessel dilator luer connector and upon infusion, a leak was observed from the luer connector. A pinhole was noted in one side of the vessel dilator luer connector. The photo and video confirm the fluid leak issue. Therefore, the investigation is confirmed for the reported fluid leak and identified material hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, when flushing the sheath with normal saline before using it was observed that the sheath was allegedly leaking. There was no patient contact.